Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a sensor error alarm and that the filament was missing. The customer's blood glucose level was 4.4 mmol/l. The customer was sent a replacement. No further details were provided.